Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Related MFR#: 2938836-2014-17115. Post-paced t-wave oversensing on the device was previously reported in 2014 and reprogramming was done to resolve the issue. Recently, the asymptomatic patient presented to the clinic for follow up and additional post-paced t-wave oversensing was noted. The device was again reprogrammed and the patient will be monitored.